Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a non-recoverable error 319 occurred on the surgeon side console (ssc). The system was power cycled and the breakers were flipped before contacting technical support, but this did not resolve the issue. Subsequently, the system was powered off, and the fiber ports on the back of the tower and the console were flipped. The procedure was aborted with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the surgeon side console (ssc) common compute controller (ccc) due to 319 hard fault errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ssc ccc was analyzed and error 319 was found confirming that the fault had occurred in the field. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to reported events.